Manufacturer narrative:
This report is submitted on 7 october 2020.

Manufacturer narrative:
This report is submitted on july 17, 2020.

Event description:
Per the clinic, the patient experienced pain at the implant site. It was reported the patient also experienced intermittencies and a performance decrement with the device. Subsequently, the device was explanted (B)(6) 2020, and the patient was reimplanted with a new device during the same surgery.